Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pulse generator was unable to be interrogated. The device was believed to be at end of life. Pacing was being delivered at in what appeared to be vvi 50. Myocardial capture was appropriate and there were no adverse effects to the patient as a result of the pacing status. An explant procedure was performed. The device was replaced and another boston scientific device was implanted. The device is to be returned for analysis.